Manufacturer narrative:
D10 concomitants: 4052223 521-78-31 - threaded pin size 2.6 collarless 2pk; 4052230 521-78-31 - threaded pin size 2.6 collarless 2pk; 5310065 02-020-11-0340 - truliant ps cem fem ps cem right sz 4; 6048928 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t; 6161997 200-02-35 - three peg patella 35mm; 6259983 201-78-15 - holding pin mini sharp point 4 pk; ab0267 1200-I - cemex isoplastic 40g; s018410 521-78-23 - threaded pin size 2.3 collared 2pk; s034433 521-78-31 - threaded pin size 2.6 collarless 2pk. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2019. Not yet revised. There is no other patient demographic or medical history available. Patient experienced prothesis wear, severe pain, scarring, joint laxity, swelling, effusion, antalgic gait, inflammation, knee popping and cracking, instability, fibrosis, anxiety, emotional distress. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, e the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.